Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at 7mm distal to the distal edge of the proximal markerband and the tear stretched distally along the balloon for a total length of 11mm in length. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at approximately 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and subsequently, an unspecified size epic stent was implanted. The physician then performed post dilatation with a 5.0 x 20mm and a 6.0 x 20mm mustang balloon catheters due to severe calcification of the lesion; and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 4.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at approximately 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and subsequently, an unspecified size epic stent was implanted. The physician then performed post dilatation with a 5.0 x 20mm and a 6.0 x 20mm mustang¿ balloon catheters due to severe calcification of the lesion; and the procedure was completed. No patient complications were reported and the patient's status was good.